Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the cannula pulled out of the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows a device with a separated cannula. A total of 30 retained samples underwent visual inspection for cannula defects and needle point integrity, and all samples passed the testing with no evidence of cannula separation from the hub. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the cannula pulled out of the unit. No adverse impact was reported regarding the patient or user.